Event description:
It was reported that the patient with this pacemaker experienced the sensation that the device had moved inside the pocket and that it was not working. Technical services (ts) recommended to consult with the physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.